Event description:
Additional information was received and it was reported that the pump was delivering sufentanil. At the pump refill visit, they aspirated approximately 8cc; the programmer read 2.5cc. An x-ray was done on (B)(6) 2013 which showed no evidence of fracture; it showed catheter tortuosity at l2-3. The patient had no symptoms related to the event. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came in for a refill, the actual residual volume (10cc) was greater than the expected residual volume (2.5cc). The reporter was not aware of any previous reservoir volume discrepancies. The patient did not have any significant symptoms. The pump was delivering fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l35693, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected/additional information (B)(4).

Event description:
Additional information was received and it was reported that patient had an increase in his chronic pain. The pump logs were checked and a rotor study was attempted. They were unable to aspirate the catheter at the time of the rotor study, so the test was "inconclusive, did not shoot dye". The physician suspected a catheter/pump issue when at the last two refills they pulled 6-8cc more than expected. The patient was taken to surgery on (B)(6) 2013. At the time of removal, the physician thought the catheter was "blocked", the catheter was "blocked" when he removed the spinal segment. The physician "retrieved as much catheter as possible". A new catheter was implanted without incident and attached to the existing pump. The pump daily dose was turned down after successful implant of the new catheter. The patient's status was reported to be "alive - no injury".